Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents that devices did not alarm when a distal occlusions was present. On unspecified dates and times, the devices were programmed to deliver an unspecified concentrations of dopamine. No specific programming parameters were provided. After an unspecified lengths of time, the nurses noted the tubing sets were clamped distal to the devices with no device alarms. There were no reported adverse pt effects and no reported delays of therapies critical to the pts. No medical interventions were reported. Though requested, no additional info was provided.